Manufacturer narrative:
Event description continuation: since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17642720l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for idiopathic ventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During pacing, after some ablation had been performed, the patient became hypotensive with a systolic blood pressure (sbp) down to 50mmhg. Tamponade was confirmed via intracardiac echocardiogram. Pericardiocentesis yielded 120ml. Remainder of procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. There were no factors cited that may have contributed to the adverse event. It was noted that since the pericardial fluid was on the right side, it may not have been a result of an ablation-related injury. Physician¿s opinion regarding the cause of the adverse event is that it was related to catheter handling. Transseptal puncture was performed with an unspecified needle. There is no sheath information. Generator parameters at the time of injury included power control mode at 30 watts. There is no information regarding generator settings, power titration, overall ablation time at the site of injury, last ablation cycle time at the site of injury, or anticoagulation during the procedure. Irrigated catheter flow was set at 8ml/min. There is no information regarding shaft proximity interference value or the carto 3 system indicating to re-zero the catheter. The thermocool smarttouch bidirectional sf catheter was not in close proximity to another catheter. The thermocool smarttouch bidirectional sf catheter was zeroed after the initial warm-up phase post catheter connection to the carto 3 patient interface unit (piu). There were no errors reported on any biosense webster, inc. Equipment during the procedure.